Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with a failure code 810:11 was discovered and confirmed in the pump's event history. The assignable cause was determined to be an out of calibration air in line (ail) board. The ail printed circuit board was recalibrated to fix the reported condition. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed the device had not been previously serviced. A device history review revealed no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 810:11, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.